Manufacturer narrative:
Initial reporter phone#: unknown.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while attempting to inject the vaccine. The following information was provided by the initial reporter: "in clinic when preparing vaccine I had 2 incidents with 1"25g bd safety needles, lot #1116361, where I could not properly move the plunger on the vaccine syringe after applying the needle. After switching out the needle the plunger moved normally. This happened with two different vaccines in one morning clinic. Once with neisvac mencon-c and once with hexa."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28sep2022. H6: investigation summary: four samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 2 bd safetyglide¿ needles were blocked while attempting to inject the vaccine. The following information was provided by the initial reporter: "in clinic when preparing vaccine I had 2 incidents with 1"25g bd safety needles, lot #1116361, where I could not properly move the plunger on the vaccine syringe after applying the needle. After switching out the needle the plunger moved normally. This happened with two different vaccines in one morning clinic. Once with neisvac mencon-c and once with hexa."